Event description:
Pt had arrow cannon hemodialysis catheter placed. Post-op chest x-ray demonstrated proper placement. Pt returned to hosp thru ER for malfunctioning catheter. Chest x-ray demonstrated fractured catheter with fragments in the pulmonary artery. Interventional radiology retrieved fragment and placed new bard catheter.